Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak of a unit with the cool advantage petite applicator on (B)(6) 2021. There was no patient or provider safety impact.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Upon further review of the reported event, the event is not consistent with a unit leak.